Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, cannula lever was inspected, but no faults could be identified.

Event description:
It was reported that after a da vinci-assisted surgical procedure, customer found that the cannula mount of the universal surgical manipulator (usm) 4 was hard to remove and the lever was not depressing all the way to release the cannula. Eventually, the customer got the cannula off but now they were unable to install another cannula in usm 4 and the lever was jammed. Customer needed all 4 arms for their next procedure and they were electing to swap out the patient side cart moving forward. The procedure was completed with no reported injury.